Event description:
It was reported that during a laparoscopic cholecystectomy; the clip falls off of the vessel. A second device was opened to complete the case. This is all the information available. There were not patient consequences reported. No device returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.